Manufacturer narrative:
Product analysis review: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th and 8th distal stent segments with struts raised. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft of the device at 10.5cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a non-tortuous,severely calcified lesion with 85% stenosis in the rca. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent could not pass through the calcific lesion and after a few attempts were made, stent deformation occurred. No patient injury was reported. The physician completed the procedure with an unknown device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.